Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the burn unit was placing a catheter into the pt's left subclavian vein. The spring wire guide (swg) was inserted easily into the pt with no resistance. When trying to remove the swg from the catheter, the swg became unraveled, but was removed intact. As a result, a new kit was opened and placed successfully. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported.